Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's care taker reported customer received a high glucose reading (201 mg/dl) from their freestyle freedom lite meter. Customer's care taker reported customer experienced symptoms of confusion, sleepiness and slurred speech. Paramedics were called and obtained a glucose reading of 52 mg/dl from their hcp meter and treated customer with sugar. Customer's care taker reported taking customer to a health care facility; however, there was no report of death or permanent impairment associated with this case.